Manufacturer narrative:
(B)(4). Date of event is march, 2020. Event day was not reported. Investigation summary the analysis results found that the (B)(4) device was returned with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the one remaining clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, two mcs were used. When the third one was used, on squeezing and releasing the handle, the clip flew out while opened (not compressed). Another device was opened and the case was completed. There were no patient consequences.